Manufacturer narrative:
Patient information: unknown/not provided. Manufacturer narrative: a record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for catalys system (s/n (B)(4)) showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
A cataract patient experienced a capsulotomy tear when using the catalys laser equipment. A description from the surgery center indicated the capsular bag caused the posterior capsule to blow out. The treating surgeon¿s comments were that the capsulotomy was harder to see with less bubbles present and more micro-adhesions when vertical spot spacing is at 20 um. A vitrectomy procedure was required to completed the catalys treatment and cataract surgery. The intraocular lens was inserted using yamane technique.